Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Correction provided in h.6. One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, around the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The reported cut failure was not confirmed, and the exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut at the very beginning of vitrectomy surgery with retinal detachment (during surgery). The surgery was completed on the same day after replacing the vitrectomy probe with another one. There was patient contact but no patient harm.